Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.

Event description:
During a surgery to replace the cardiac catheter with a peritoneal catheter, the cardiac catheter was found to be fractured at the joint to reduced tip.